Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported by the patient to possibly be due to a touch contamination, but this was not able to be medically confirmed. The patient was hospitalized for the peritonitis event. On an unreported date during the hospitalization, the patient began treatment with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After seven days of hospitalization, the patient was discharged. On the day of hospital discharge, the patient began treatment with rocephin 1 gram daily intraperitoneally for two weeks for the peritonitis event and this therapy was completed on the first day of the month following the peritonitis onset. On an unreported date, the peritoneal effluent fluid was clear and the patient was reported to be recovering from the peritonitis event. Additional information was requested, but is not available at this time.